Manufacturer narrative:
A ge service representative performed an onsite investigation. The loose power connector was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an uninterrupted power supply error message and would not boot up. No patient injury was reported.